Event description:
It was reported that a recently implanted patient, after defecation, noticed continuous low flow alarms with stable hemodynamics an pulsatile blood pressure. Log files were downloaded and the patient was immediately transferred to echocardiogram (echo). The echo confirmed limited left ventricular unloading and labs were negative for hemolysis. Log file analysis showed deviation of rotor noise parameters. The patient was indicated for urgent pump replacement. During operating room procedure, the surgeon confirmed fresh thrombi at the pump inlet and outflow graft.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Section e1: reporter postal office or zip code: (B)(6).

Event description:
Additional information was received that as the patient was on warfarin at the time of the event and it was unknown if there were any changes to patient condition or anticoagulation status that may have contributed. The thrombus reportedly resolved post the pump exchange. As of (B)(6) 2024, the patient was hospitalized undergoing intensive rehabilitation and mobilization.

Manufacturer narrative:
B5, h6 - additional information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section b2: outcomes corrected. Manufacturer's investigation conclusion: the evaluation of heartmate 3 lvas, serial number (B)(6), confirmed thrombus in the rotor, which would have caused the reported low flow alarms. (B)(6) was returned assembled with the pump cable severed approximately 3¿ from the pump header. The remainder of the pump cable and the modular cable were not returned. The sealed outflow graft was returned detached from the pump cover outlet port with the outflow graft bend relief engaged to the graft attachment hardware. The cuff lock was returned disengaged, and the apical cuff was not returned. Upon disassembly of the (B)(6), examination of the rotor revealed an occlusive deposition seated within the eye of the rotor and through the rotor vanes. The thrombus was not adhered to the rotor surfaces, suggesting that it likely did not form within the rotor. Review of the left ventricular assist device (lvad) event log file retrieved from (B)(6) captured momentary increases in rotor noise at 14:32 on (B)(6) 2024 and 09:09 on (B)(6) 2024, with corresponding elevations in the current draw. These events appeared consistent with something passing through the pump. The log file then showed a sudden decrease in estimated flow to 0.0 liters per minute (lpm) on (B)(6) 2024 beginning at 10:32 and lasting until the end of the log file. Based on the appearance of the thrombus and the sequence of events in the log files, the thrombus appears to have been ingested during support. The exact origin of this deposition could not be conclusively determined through this evaluation. Visual examination of the inflow cannula revealed a loosely seated deposition of coagulated blood. The remaining blood-contacting surfaces appeared unremarkable. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations in manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of this document lists pump thrombosis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document lists thromboembolism as a potential late postimplant complication and provides information regarding anticoagulation, including the recommended inr values. Section 1 of the IFU, ¿introduction¿, also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions, including the lvad fault alarms, as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The handbook also warns the patient to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.